Manufacturer narrative:
The device was manufactured at either: baxter healthcare: (B)(4), united states or baxter healthcare: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked from an unspecified location. It was further described as "everyday for the past month there is a puddle on the floor after therapy". The patient stated that they drained into a container and checked the supplies and they were fine. This occurred after use of the devices for automated peritoneal dialysis (pd) therapy with a homechoice device. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.